Manufacturer narrative:
Additional information: b5, d9, g3, h6.

Event description:
Additional information was provided on 02/20/2024, where it was reported that this event occurred during a hip surgery on (B)(6) 2024. The case was completed using a non-arthrex device.

Event description:
On 02/16/2024, it was reported by a distributor via (B)(4) that an ar-600sag saw attachment sagittal stops when cutting. This occurred during a case, with no effect on the patient. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Confirmed. Vendor evaluation found threaded ring on the driveshaft loose and bearing in driveshaft dirty, corroded and worn out. Cause was determined to be end-user maintenance.